Event description:
It was reported that the customer's belt clip shattered and broke at the doctor's office. Customer's wife stated that half of the pack of reservoirs was broken. Customer's wife reported that 5 out of the 10 reservoirs broke at the end and insulin would come out or leak. Customer's wife also stated that the reservoir broke from the rubber septum and that the reservoir was discarded and not used. Customer's wife stated that the insulin did not get into the pump. Customer's wife was unsure if there were cracks/splits in the barrel. Customer was advised to return the set for analysis. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.